Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This bone cement is manufactured at heraeus medical and distributed through (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the pt's knee was revised due to tibial loosening.